Event description:
It was reported the pt's device was removed due to high impedances. It was stated the pt was implanted for fecal incontinence in 2010. A second device was later implanted. At first, both devices worked, however, after reprogramming attempts, the original device was found to have high impedances. The battery and lead were explanted. They were not replaced because the pt was receiving adequate therapy from the other device system.

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found.

Manufacturer narrative:
.